Event description:
It has been reported that pt data (demographics, orders and results) in sunquest encompass may be incorrectly combined with other pts. This only happens in circumstances when a system middleware error, that is not visible to the user, occurs in the database during the pt registration process. Pts must be registered using menu option pts, suboption registration in sunquest encompass for the problem to occur. The cause of the problem is that an internal pt identification index is being assigned to multiple pts. The erroneously combined data is displayed on pt's reports and inquiry; however, the physician action center, a function within encompass, displays the correct results - "new and reports - new".

Manufacturer narrative:
This issue was reported by the site when it was noticed there was a discrepancy of pt demographics on a pt report. This report contained results and demographics information from two different pts. Incorrect results appearing on a report or inquiry screen could results in inappropriate treatment and/or diagnosis for a pt. A utility was created and validated. This utility identifies pt files that have been corrupted. It has been run daily at the reporting site. No occurrences of this defect have occurred since july 11, 2009 at the reporting site. This utility has been run on available current data at all (B) (6) clients. This utility will also be run on all available backups that clients have available to verify purged pt data. Sunquest development is in the process of developing the fix to the cache counter component that will lock the counter once it has been contacted by a process until it completes interaction with that particular process. Type of evaluation performed method: computer software program code evaluated. Note: due to the complexity of the root cause, this report is being submitted late.